Event description:
Customer reported a past high blood glucose event with an unspecified cause, displaying "high" without a specific value mentioned. To address the high blood glucose, the customer performed a correction injection via manual injection. The control iq feature was active during the incident, and although the customer experienced recurring high blood glucose levels, they declined further assistance. Customer service advised the customer to consult with a healthcare provider to address the recurring issue.